Event description:
Sorin group received a report that during an endoscopic vein harvesting procedure, the bipolar tip melted. The device was replaced. It was confirmed that there was no pt injury.

Manufacturer narrative:
Additionally, sorin group received a user medwatch report ((B)(4)) regarding this incident. The catalog number, lot number and device name provided in the user report were incorrect. The device has been returned to sorin group USA for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.